Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the physician believed the headers of two different attempted devices were unable to secure a chronic lead in the right ventricular (rv) is-1 port. The physician claimed to have seated the lead completely and ¿burped¿ the device. The devices were not used, and another device was ultimately implanted. Later, the manufacturer's representative was able to securely attach an is-1 pin plug in the rv is-1 port of both devices. No patient complications have been reported as a result of this event.